Event description:
It was reported that this device is shocking non-shockable rhythms.

Manufacturer narrative:
It was reported that the device involved was held by the foreign dist for a prolonged period of time prior to advising the MFR and returning the device for eval. The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Testing of the device found no problem. The conclusion of the investigation is that no malfunction occurred and that the device performs within specification.